Event description:
It was reported that cartridge did not fully snap into pump while customer was using pump with a protective case. There was no reported impact to the customer¿s blood glucose level. Customer removed case from pump and replaced cartridge during self-troubleshooting, which resolved issue, and no additional support actions were documented. Cts to replace pump. Customer will use a backup pump for insulin delivery.